Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year and 11 months. The reason for explanting the device was not provided. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.

Manufacturer narrative:
Through follow-up with the health-care provider, a copy of the operative report was received. It was learned that the device was explanted due to mitral regurgation. According to the operative report, the patient had severe mitral regurgitation secondary to intrinsic mitral valvular disease. He had a calcified posterior annulus. The ring was intact. There was one small area of dehiscence anteriorly, but this did not seem to compromise the valve. There was more functions of the valve due to degenerative disease causing mitral regurgitation.